Event description:
It was reported that, an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter pcb¿s were upgraded. The unit passed all testing and operates within the manufacturing specifications.